Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Additionally, it was reported the customer's pump case would not clip securely. Subsequently, the pump case fell, causing infusion sets to be pulled out. There was no reported adverse impact to the customer's blood glucose level. The customer changed infusion set and resumed insulin therapy.